Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented for routine follow-up, sudden rise in hv lead impedance measurements were observed. Lead was explanted and replaced. Patient was doing fine.